Manufacturer narrative:
Investigation of the reported issue of the tip of the metal driver broke off is confirmed. Visual examination of the returned used device found the driver fork tip broken off. The broken piece was returned for evaluation. It is suspected that excessive force was used on the product and broke the tip. The drive shaft returned grinded at the tip. This is a technique dependent device, and the most likely cause of this suspected failure is user related. Examination performed per design print found no discrepancies with driver critical dimensions. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events reported for this lot number. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user that preoperative and operating procedure, including knowledge of surgical techniques and proper selection and placement of implants are important considerations in the successful utilization of these devices. Surgeons must choose the proper implant size based on specific procedure and patient history. The IFU also advises the user to inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Do not use excessive force on instruments to avoid damage or breakage during use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, conmed germany received notice of reported issues with the y-knot rc all-suture anchor with 3 # 2 hi-fi sutures, # yrc03, lot 1156603, recently experienced by ortho-klinik rhein-main on (B)(6) 2021. Information received indicates that during a rotator cuff repair, the tip of the anchor broke during the attempt of inserting it into the humerus. The procedure involved a 69 year old male weighing 70kg. It is noted the procedure was successfully completed using an alternate yrc03 with a 5-minute delay. There was no impact or injury to the patient. Clarification received notes it was the tip of the metal "driver" that broke off. The metal piece got stuck on the suture and could be pulled out again, thus not a piece of the driver remained in the patient. There were no problems with the device before the procedure. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence as the broken tip was in the patient but retrieved.

Manufacturer narrative:
Note: this report is being resubmitted following an unsuccessful submission attempt on 07/26/2021 due to a system error. At time of filing, although expected, the reported device has not been received into conmeds complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, conmed (B)(4) received notice of reported issues with the y-knot rc all-suture anchor with 3 # 2 hi-fi sutures, # yrc03, lot 1156603, recently experienced by ortho-klinik rhein-main on (B)(6) 2021. Information received indicates that during a rotator cuff repair, the tip of the anchor broke during the attempt of inserting it into the humerus. The procedure involved a (B)(6) male weighing (B)(6). It is noted the procedure was successfully completed using an alternate yrc03 with a 5-minute delay. There was no impact or injury to the patient. Clarification received notes it was the tip of the metal "driver" that broke off. The metal piece got stuck on the suture and could be pulled out again, thus not a piece of the driver remained in the patient. There were no problems with the device before the procedure. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence as the broken tip was in the patient but retrieved.